Event description:
It was reported that this right atrial (ra) lead recorded high pacing impedance greater than 2500 ohms, which is high out of range. A lead conductor fracture is visible on x-ray. The lead remains in service. No adverse patient effects were reported.